Event description:
Customer reported that the insulin pump was submerged in water. She did not know the blood glucose reading. She reported that her grandson jumped into the pool and that she went in after him while wearing the insulin pump. She reported that she received a button error alarm and that there was fluid visible under the display screen. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. No moisture damage found inside the device. The unit was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, and cracked reservoir tube lip.